Manufacturer narrative:
The reported issue of the autopulse display ua18 (max take-up revolutions exceeded) error was confirmed during the review of the archive but was not confirmed during functional testing. Platform was tested using lrtf (large resuscitation test fixture, equivalent to 250 pound patient) for approximately 20 minutes and passed load cell characterization check. The platform passed testing without any fault or error. No physical damage was noted during visual inspection. Review of the archive data indicated multiple fault of ua18 (max take-up revolutions exceeded) and ua02 (compression tracking error) on (B)(6) 2017. The ua02 error message is unrelated to the reported complaint. Ua 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing th epatient (take-up) or that there is no patient on the platform. Ua 2 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse sn (B)(4).

Event description:
During shift check, autopulse platform (sn (B)(4)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded). No patient involvement was reported.